Event description:
"Tip is broken off" is stated on customer repair request. On follow-up conversation with the hosp, it was reported that there was no pt injury or delay in surgery. No other information were available.